Manufacturer narrative:
(B)(4). Foreign- india. Reported event was confirmed by review of pictures. Visual examination of the returned product identified signs of use with sutures or anchors, the pusher wire extended, and the tip of the inserter fractured off and missing. The metal sleeve is cracked and a small piece of metal is protruding upward. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the anchor is half of the tip of the needle. The surgeon tried to deploy, but could not deploy. No adverse event has been reported, as a result of the malfunction.